Event description:
Customer reportedly rec'd results of 454 mg/dl and 148 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.